Event description:
A customer reported that there were three separate incidents of the bvi, safety knife sideport 20g bx/10 in which the protective shield of the safety knife retracted, therefore exposing the blade. There was one incident of the three in which a tech was "stuck" by the blade of the knife. There were no reports of medical intervention being required. (1 of 3)